Manufacturer narrative:
The lead remains in use. The root cause of the impaired healing could not be definitively determined. The evoke scs system surgical guide details post-operative patient instructions including, "after implantation of the evoke system, patients should take care to allow adequate healing and ensure that the leads and cls do not move. Patients may experience redness or irritation at the implant site, in which case they should contact their physician to check the wound for infection or adverse reaction to the implanted materials." The manufacturing records were reviewed and product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for delayed healing and signs of dehiscence at the midline incision site. Washout and debridement were performed, and antibiotics were administered at the midline incision site.